Manufacturer narrative:
Service was dispatched and identified and replaced a damaged pipettor interface pcb and stepper motor driver pcb. The available evidence suggests the short circuit was caused by the customer during a vacuum pump flushing procedure when water dripped from a syringe onto the pipettor interface pcb. The short occurred in the main pipettor x motor circuitry and caused an h-bridge component on the stepper motor driver pcb to overheat and burn. Returned parts evaluation by chu (complaint handling unit) investigator confirmed the components were burned (charred). (B)(4).

Event description:
During guided troubleshooting on the customer's access 2 immunoassay system (serial number (B)(4)) the customer reported a spark from a pcb (printed circuit board) which caused the analyzer to power down. There was no report of injury to the operator. The customer did not report visible smoke or flames. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the analyzer.